Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose reading was 90 mg/dl. The customer mentioned that he went to the beach and the pump was immersed. The customer stated that the pump was cracked and he did not realize it. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with moisture damage at electronic and motor assembly. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.